Event description:
Caller reported blood glucose results of 320 mg/dl, 81 mg/dl, and 62 mg/dl within 10 minutes on the aviva system. Self-treated symptoms of hypoglycemia. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Note: this report pertains to the third of three devices that were used during the same procedure. Manufacturer report # 3005099803-2010-02401 pertains the first device and manufacturer report #3005099803-2010-02400 pertains the second device. It was reported to boston scientific corporation that after throwing both mesh legs through the sacrospinous ligaments, during an anterior repair procedure using a uphold vaginal support system, the right mesh leg became stuck as the physician was attempting to pull it through. As the physician pulled harder, the dilator detached a third of the way up from the bottom of the dilator, outside the patient. The physician discovered that he had thrown the mesh leg through tough tissue in the lateral region of the patient's fascia as opposed to in the center of the sacrospinous ligament, which caused the mesh leg to become stuck initially. The physician snipped the suture that was sutured out laterally and completed the procedure with this device, without complications to the patient, who is reportedly 'fine' post-procedure.